Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield nav6 device is being filed under a separate medwatch MFR number. The stent remains in the patient. Potential factors for stent damage include, but are not limited to, interaction with associated devices, patient anatomical morphology, patient disease state, manufacturing and device placement technique. Based on the reported information, it appears that the retrieval catheter caught on the proximal end of the stent during the attempt to retrieve the rx accunet filter. As a result, the proximal stent struts became damaged. An absolute stent was implanted to bridge the bent segment of the stent and post dilatation was performed with good results. The reported difficulties and subsequent damage reported appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and there have been no other incidents for stent damage reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for stent damage reported for this lot. All rx acculink stent systems are 100% visually inspected online for stent damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment.

Event description:
It was reported that during the procedure in the right internal carotid artery, an emboshield nav6 embolic protection filter was successfully deployed beyond the target lesion. Pre-dilatation was performed using a viatrac dilatation catheter. An rx acculink stent was successfully deployed. The emboshield retrieval catheter was advanced, but became caught on the proximal edge of the stent causing the proximal stent struts to bend inward. The retrieval catheter was withdrawn from the anatomy without resistance. Dilatation was performed using a foxcross balloon. The sheath was advanced beyond the flared stent struts followed by the emboshield retrieval catheter which successfully retrieved the filter. An rx accunet filter was deployed and a 10x40 absolute stent was implanted to bridge the bent segment of the stent. Post dilatation was performed with good results. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.